Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified related no deviations or anomalies during manufacturing. Surgical notes were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had total knee replacement; subsequently approximately two years after the procedure the patient was experiencing swelling. X-rays were taken and determined that the screw had backed out of the femoral component. No revision has taken place. Attempts have been made and no further information has been provided.